Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that the patient's right femur was revised due to fracture of the 11 x 127 gmrs stem with body. Fracture occurred at the beginning of the anti-rotational flutes. No possible cause or contributor for stem breakage was reported to the rep. Rep confirmed the patient's bone did not break. Rep can provide some additional pictures, otherwise confirmed that no further information will be released by the hospital or surgeon.